Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive up /down buttons) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate unresponsive keypad. All keys are responsive. The keypad was intact and when removed for investigation, observed contamination forming on all button contacts.